Event description:
Additional information was received from a consumer. It was reported that the cause of the pain is undetermined. The patient is still experiencing the pain and is going to get the device taken out. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that she had to get an x-ray done because she has been having some pain in the leg/groin. Patient reports its been going on at least 2 months/couple months and its making her limp/dragging her leg when she walks or if she moves a certain way like walking up and down the stairs. Her doctor thought it was her hip so they put her on pain pills but the pain never went away and they just did an x-ray earlier today. Patient requested assistance turning therapy off to see if pain is being caused the stimulation. And confirmed she was able to turn it off successfully and decreased amplitude down to 0.0. Patient indicated she will give it a day to see if her pain dissipates. Patient states she plans on speaking with managing hcp about device removal, and is hoping that the pain is coming from the stimulator and not her hip. Patient states she has had no falls that would have injured her hip. No further complications noted or anticipated